Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the internal hlc batteries from the analog pcb assembly were depleted; however it is unknown what caused the depletion. Physio did observe a light electrical leakage (2ua) from filters fl9, fl10 and fl11 from the analog pcb assembly but the leakage was observed as not enough to deplete the internal hlc batteries.

Event description:
The customer initially reported that their device was showing the charge-pak and attention icons. After an evaluation of the device, it was observed that the internal hlc batteries were depleted to a point where the device would not be able to deliver defibrillation energy. There was no patient use associated with the reported failure.